Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft profile. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x20mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon retrieval of the device, it was noted that the proximal side of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x20mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon retrieval of the device, it was noted that the proximal side of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.